Event description:
Litigation papers allege the pt began having pain in her right hip which became progressively worse over time. It is further alleged that the pt has significantly elevated cobalt in her blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.